Event description:
As reported by ameriwater, the ac power on the mro1 and mro2 has been connected to terminals l1 and l2 on terminal strip p1 of the I/o expander board rather than to l1 and l2 on terminal strip p1 located on the main control board (the system is designed for the ac power to be connected to the main control board). This forces the ac power for all of the electrical components in the mro1 and mro2 (with the exception of the disinfect solenoid valve) to run through the jumper wires connecting the main control board to the I/o expander board. The jumper wires were sized and designed to carry the load of the disinfect solenoid valve only, and not to handle the load of all of the electrical components in the mro1 and mro2 (the jumper wires are 22 awg wire rated for 600v and has a capacity of 7a). The incorrect connection causes the 12 to 13 amp load created by the mro1 and mro2 electrical components to be carried by the jumper wires, which may cause the jumper wires to overheat and eventually break in two, rendering the mro1 and/or mro2 inoperable (as was the case in complaint 2004-104). When this occurs, treatment must be terminated until the problem is corrected or until the pt is moved to a different machine or facility.